Manufacturer narrative:
On 24mar2025, a field service engineer (fse) went to the customer site and determined that a replacement data acquisition (da) printed circuit board assembly (pcba) and two replacement solenoid valves were required to resolve the issue. The investigation is ongoing.

Manufacturer narrative:
H10: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent: proximal pressure auto-zero failure. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the field service engineer (fse) received, it was confirmed that only the data acquisition (da) printed circuit board assembly (pcba) was replaced during the second onsite service. The fse confirmed that the part replacement resolved the issue, and then testing and verification was completed, which the device passed. The fse confirmed that the replaced da pcba will be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.